Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal unknown therapy. On (B)(6) 2012, the patient was hospitalized and diagnosed with peritonitis. Treatment rendered for the events was not reported. The cause of the peritonitis was unknown. The patient has not recovered.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11l21074 and h11k20052. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.